Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken and the device alarmed n232 (proximal air on a). There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.